Event description:
It was reported that the patient received inappropriate anti-teachycardia pacing therapy for supraventricular tachycardia (svt). The device diagnosed ventricular tachycardia (vt) due to functional under-sensing during the episode leading to misclassification. The patient presented to the clinic and programming changes were made. No patient symptoms were reported.